Event description:
It was reported that patient underwent a revision procedure on (B)(6) 2003. Subsequently, the patient was revised on (B)(6) 2005, due to fracture of the nail.

Manufacturer narrative:
User facility forwarded a report after receiving a (B)(4) letter from biomet on (B)(6) 2010 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and user facility report number referenced in this medwatch are for the same patient, part number and event. (B)(4).

Manufacturer narrative:
(B)(4). Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "nonunion or delayed union which may lead to breakage of the implant". Evaluation of returned device suggested that implant fractured due to fatigue. This report submitted (B)(6) 2010.

Event description:
It was reported that patient underwent insertion of a vector femoral nail during a revision procedure on (B)(6) 2003, with a nonunion and nail fracture. Subsequently, the patient was revised on (B)(6) 2005, with a nonunion and fracture of the nail.